Event description:
During an in clinic follow up, noise resulting in oversensing and increased pacing impedance were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that increased capture thresholds resulting in loss of capture was observed on the rv lead. Rv lead insulation damage was suspected but this was not confirmed.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.